Manufacturer narrative:
Control knob was replaced and the operation is now normal.

Event description:
Hamilton medical ag received the following event description from the partner: this g5 is being operated as a loaner device to a customer in the event of a malfunction. It was returned from the lending customer and its operation was inspected. The operation of the operation knob is unstable. Sometimes it does not respond when operated.